Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found error 57 "autofill failure" in the logs. The fse stated that the unit had been used for a while which may have contributed to the error. The fse performed autofill five times. All tests passed. The fse watched the helium pressure 10 minutes. There was no helium loss. The unit passed all functional and safety tests per manufacturer specifications. The iabp was cleared for use.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had unit is leaking helium issue occurred. There was no patient involvement.